Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter displayed inaccurately low results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter started to read inaccurately low at 5:00pm on (B)(6) 2015, although no results were provided for this time. The patient manages her diabetes with insulin (self-adjuster). The reporter indicated that after obtaining the alleged inaccurate result, the patient consumed less food/drink. The reporter denied that the patient had developed any symptoms as a result of the alleged issue. However, the reporter claimed that at 5:15pm on (B)(6) 2015, the patient obtained an alleged inaccurately low blood glucose result of 185 mg/dl on the subject meter compared to 580 mg/dl on an ER/hospital meter within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs accuracy criteria. The reporter claimed that also at 5:15pm on (B)(6) 2015, the patient received IV insulin from a healthcare professional (hcp) at the hospital. During troubleshooting, it was established that the patient's test strips had been stored correctly, her test strip vial was not cracked or broken and her meter was set to the correct unit of measure. The patient had used an approved sample site to obtain the blood samples and followed the correct testing steps. However, the reporter did not have control solution with which to test the meter and test strips. The issue was unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained inaccurate low results on the subject meter and received treatment for severe hyperglycemia from a hcp after the alleged inaccuracy issue began.